Event description:
It was reported that the pump display reads running but pump was alarming. They instructed patient to stop infusion. Pump stopped but alarm persisted. Battery cover opened and closed but pump alarmed with error code 45619. They did not have another set of batteries. Battery cover opened and closed again but alarm persisted. They instructed to wrap pump in towels or clothing to muffle the sound and explained that the alarm will eventually stop. Reservoir volume empty in 26 39 minutes. Patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction d3 - mfg establishment name and h6. Codes: updated. Customer reported pump display reads running but pump was alarming and with error code 45619. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.